Event description:
Surgeon reported metal flakes inside the patient's joint. Surgeon tried to suction out the shavings but could not remove all of them. It was reported that the surgery was completed successfully. Hospital reported no adverse consequences with the patient as a result of this event. This device is used for treatment.

Manufacturer narrative:
Evaluation revealed gouges on the inner and outer tubes. This condition can occur when applying excessive force to the tip while in operation, causing the inner and outer tubes to rub together. DHR review revealed nothing relevant to this event. This is the first complaint of this nature for this part/lot combination. This event was attributed to misuse.